Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient reporting that the patient was currently fighting an internal infection. They stated about three weeks after the ins was implanted the patient got an exterior surgical wound infection which then went to the internal gram negative rods infection. They stated that they were hospitalized on (B)(6) and they had been on antibiotics vancomycin and ¿cinsopine¿ since. They stated that if they could not clear up the patient¿s infection then they were talking about having the ins and leads removed. The caller stated that once the patient got the initial external infections, the ins started hurting them. The patient was having a massive amount of pain at the ins site located in their hip and they stated that it was also causing their lower back to hurt bad. They mentioned that they couldn¿t even hardly walk with the stimulator on and since yesterday when the ins turned off they had been able to walk and had no pain. It was also reported that their device (controller) was not working, ¿like it shut down and wouldn¿t turn on (clarifying the screen was blank). They then stated that the stimulation had stopped yesterday so they went to charge the ins this morning and they were charging with excellent(controller was at 100% and ins at 20%) when the controller screen went blank and wouldn¿t turn back on. The caller mentioned that they didn¿t know why the stimulator/controller turned off and asked if the healthcare provider (hcp) called the manufacturer to turn it off. Patient services reviewed that patient services/hcp is unable to turn stimulation/controller off remotely and reviewed thatthe stimulator may have turned off due to the low battery as the patient stated that the battery was low this morning. Patient services reviewed the blank screen troubleshooting with the caller and the patient but the patient came on the call and didn¿t want the controller turned back on because since the stimulator/controller stopped working, they could walk and had no pain. Patient services reviewed that they could get the controller to come back on and make sure the stimulation was turned off, but the patient declined,they did not want the controller back on. It was indicated that the patient¿s health nurse was coming today so they would talk to them and their doctors and call back for further assistance with the controller if necessary. The issue with the controller occurred on (B)(6) 2020. The infection occurred in (B)(6) 2020.